Event description:
It was reported that the user¿s ilet pump ran out of insulin and delivery stopped for several hours until supplies were changed and delivery resumed, with high glucose alerts and an out-of-insulin notification during the event. Symptoms included hyperglycemia reaching 400 mg/dl and polydipsia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found, and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.